Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-12192. It was reported that the patient presented with noise oversensing and noise reversion on the right ventricular lead and right atrial lead which resulted in pacing inhibition. The noise was reproducible with movement of the left arm across the chest. The physician explanted and replaced both leads. The patient was stable.